Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider advised chair veers to left or right after hitting a bump.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Both motor/gearbox assemblies were returned for evaluation, however subsequent testing could neither confirm nor refute the complaint. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation. Per the initial evaluation, the motors were unable to be tested for brake balance stoppage. The brakes engaged/disengaged properly during the bench test, and the brake static torque was tested with a torque wrench and exceeded 350 inch-pounds. An expanded evaluation was performed. Per the expanded evaluation report, both motor cable strain reliefs were partially pulled out, but the motor/gearboxes were otherwise in good condition. The parking brakes showed signs of light pad dust accumulation, but there was no sign of wear or damage to the brake pads themselves. This indicates that it was unlikely that the brakes were dragging, which could have caused the reported veering problem, had they been dragging asynchronously. When the motor/gearboxes were attached to a test rig with a controller, joystick, and programmer, both motors and parking brakes functioned properly. A small output speed mismatch was found but was remedied by balancing the motors via controller programming. As to whether the motors were similarly balanced on the parent power wheelchair could not be determined, as the controller was not returned for evaluation. However, the top speed mismatch did not appear to have an impact on deceleration or braking.

Event description:
Provider advised chair veers to left or right after hitting a bump.